Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid serial number was not provided for the reader. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. A tripped trend review were conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre 2 sensor. Customer reported receiving readings of 60 mg/dl, 120 mg/dl and "lo" (below 40 mg/dl) within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow-up report will be submitted once additional information is obtained. Note: the sensor is designed to report readings of 40 mg/dl to 500 mg/dl. It should be noted that this sensor does not give numeric value for readings less than 40 mg/dl. A "lo" display message indicates a reading less than 40 mg/dl. The device manufacturer date for the reported sensor is unknown. The date entered is the date abbott diabetes care became aware of the event. If product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre 2 sensor. Customer reported receiving readings of 60 mg/dl, 120 mg/dl and "lo" (below 40 mg/dl) within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.